Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted to treat a 3cm malignant complete obstruction of the lower esophagus during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block d4 lot number has been updated with the additional information received on may 20, 2025. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed and the stent deployment suture was not returned as it was detached. Therefore, a functional test could not be performed. No other damages were found with the stent or the delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was returned in this condition. The investigation concluded that the reported event and additional observed event of deployment suture break were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted to treat a 3cm malignant complete obstruction of the lower esophagus during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block d4 lot number has been updated with the additional information received on may 20, 2025. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed and the stent deployment suture was not returned as it was detached. Therefore, a functional test could not be performed. No other damages were found with the stent or the delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was returned in this condition. The investigation concluded that the reported event and additional observed event of deployment suture break were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted to treat a 3cm malignant complete obstruction of the lower esophagus during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.